Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 49 mg/dl at the time of incident. Customer declined troubleshooting. Customer reports they did not receive a sensor updating and calibration not accepted alert. Customer reports they did receive a change sensor alert. The device will not be returned for analysis.